Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 145 mg/dl. Customer was instructed to leave pump plugged into a power source. The customer declined a follow up, so no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.